Manufacturer narrative:
Power managment supply was replaced. Preventive maintenance process was finished and device was run through softwaretest, pre-op, and functional checks. Device passed all checks.

Event description:
Hamilton medical ag received the following description from the partner technician: preforming preventive maintenance on this hamilton g5 with battery replacement. Before removing the battery the unit was unplugged as well as pulling the power cable to vu then communication cable to the vu. Replaced batteries then plugged the communication cable back in and following that with the power cable. When the ventilator was turned back on and in test 15 of test software all battery readings were out of range.

Manufacturer narrative:
Power managment supply was replaced. Preventive maintenance process was finished and device was run through softwaretest, pre-op, and functional checks. Device passed all checks. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance, the hamilton g5 ventilator underwent a battery replacement. Prior to battery removal, the device was unplugged, and both the power and communication cables to the vu were disconnected. After installing the new batteries, the communication cable was reconnected, followed by the power cable. Upon powering the ventilator back on and running test 15 in the service software, all battery readings were found to be out of range. No patient was involved as it was outside a clinical use. The event did not cause or contribute to a death or serious injury to a patient. Log files confirm that preventive maintenance was initially performed on 02.08.2023 and repeated on 08.08.2023 following the replacement of the power management supply (pms). The root cause of the event was determined to be a defective power management supply (pms). After replacing the power supply, the ventilator passed all tests and was found to be functional and was released for use.

Event description:
Hamilton medical ag received the following description from the partner technician: preforming preventive maintenance on this hamilton g5 with battery replacement. Before removing the battery the unit was unplugged as well as pulling the power cable to vu then communication cable to the vu. Replaced batteries then plugged the communication cable back in and following that with the power cable. When the ventilator was turned back on and in test 15 of test software all battery readings were out of range.